Event description:
Report received from the USA stating that the device was "over heating when running." The event did not occur during surgery. There were no patient or user injuries reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).